Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5 3.2 implantable collamer lens, -11.00/+1.5/074 diopter, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated there was a refractive surprise and the lens remains implanted.

Manufacturer narrative:
Conclusion code: previously, it was reported that the conclusion code. This is incorrect. The correct conclusion code was reported in the initial MDR. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. The correct model number and length of the lens is vticm5 13.2 implantable collamer lens. Report source: user facility to distributor - previous selection 'user facility' is incorrect, the correct selection should be 'distributor.' (B)(4).